Manufacturer narrative:
The device was received with the soft cannula deployed and formed needle fully retracted. The data from the pod showed that the pod completed both priming sequences with an expected number of pulses in each sequence before being deactivated by the user at the end of the second priming sequence. Inspection of the needle mechanism components found no issues that would result in the needle deploying early. Though no issues were observed, it could not be conclusively determined when the needle mechanism deployed. The exact cause of the reported needle deploying early could not be determined.

Event description:
It was reported that the needle deployed the cannula early during the activation process.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.